Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed basal rate registered properly in the daily totals history. No unexpected bolus delivery or motor error alarms noted.

Event description:
Customer reported that the insulin pump was having issues with the motor error alarm. The insulin pump was over-delivering insulin. Customer started off with the blood glucose of 144 mg/dl and dropped to 31 mg/dl. In the morning he was at 498 mg/dl. Customer treated with manual injections. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.